Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer¿s representative (rep) reported the implantable neurostimulator (ins) pocket site in the lower left quadrant was causing discomfort, and there was loose skin under the belt line. As a result there was some difficulty with recharging, although there was an average of six coupling bars when the device was charged once a week. According to the physician an attempt was made to give the pocket site more time to heal so it would become more comfortable for the consumer, but ultimately the ¿ins pocket site was moved up from the current site, tunneled to a new location, and connected¿ with impedances within normal limits. Post-operatively stimulation was just like it was before surgery and the sensor was turned off from the current settings. Following this the issue was resolved.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) stimulation was in their belly causing nausea at times. It was further reported the battery was difficult to charge because it moved around in the pocket and caused some irritation. It was noted the consumer was very active on the farm and suggested her frequent bending and stretching motions may have contributed to the pocket irritation. Reprogramming was performed multiple times allowing somewhat better programming on group f. It was noted the sensor needed reorientation due to the "fickle location" in the consumer's abdomen. An impedance check was also performed with all results within normal limits. The consumer had already discussed with the physician moving the battery to a higher location in their battery hoping this would fix their pocket discomfort and recharging issue, so the plan was to see the consumer for a pocket revision in approximately two months. According to the consumer they got great relief from the stimulator and were very pleased with therapy.

Event description:
Additional information was received from patient who mentioned having implantable neurostimulator (ins) was moved for better placement. Patient wanting to schedule a time with the medical representative for programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.